Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device reports "loss of external power" and alerts with "battery low", the warnings have been ignored until the battery was completely empty. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: the device reports "loss of external power" and alerts with "battery low", the warnings have been ignored until the battery was completely empty. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During start up the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be alarms such as low battery, power supply failure etc not regarded. Despite 3 reminders no information has been provided and therefore the assumed root cause cannot be confirmed. If the ventilator will trigger the same tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore, the event is deemed as a reportable event.

Event description:
The following was reported to hamilton medical ag: the device reports "loss of external power" and alerts with "battery low", the warnings have been ignored until the battery was completely empty. No patient harm or consequences.